Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had slower rewind and had to start over. Once. Customer stated that the insulin pump had no delivery alarm and had to change infusion set. Customer reported that insulin pump had broken where clip attaches. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.